Manufacturer narrative:
The remote service engineer (rse) informed the customer that the proximal pressure sensor is used to measure the machine pressured, the proximal pressure is not measured, and the pressure-related alarms may be compromised due to the device issue. The rse advised the customer to perform the following troubleshooting steps: 1. Verify the pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba), 2. Replace the machine auto-zero solenoid (solenoids 2 and 4), and 3. Replace the da pcba. In a good faith effort (gfe) response from the customer it was stated that the customer replaced the 2nd and 4th solenoid valves. The customer then ran the device for a few hours with no issues. The problem was confirmed to not have reoccurred since the part replacement. The customer did not provide the patient information from the time of the event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating the device produced a machine pressure sensor autozero failed alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) informed the customer that the proximal pressure sensor is used to measure the machine pressured, the proximal pressure is not measured, and the pressure-related alarms may be compromised due to the device issue. The rse advised the customer to perform the following troubleshooting steps: 1. Verify the pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba), 2. Replace the machine auto-zero solenoid (solenoids 2 and 4), and 3. Replace the da pcba. This investigation is ongoing.